Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the patient complained of fatigue. It was also reported that the left ventricular (lv) lead exhibited erratic pacing impedance including high measurements. Provocative testing with movement of the implantable cardioverter defibrillator (ICD) device exhibited changes in morphology with the lv signal. A poor connection was confirmed due to the device setscrew. The lead was reprogrammed and it remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was noted that the returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.